Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4: batch # e240000479/e240000482. Investigation summary- the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec60a device was returned in closing position with joint cover damaged and with one gcflgw reload loaded on the device. The reload was received fully fired. Also, the knife was noted partially advanced, the red manual knife reverse button was activated, the firing trigger was squeezed, and the knife returned to the home position as expected. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described "knife reverse" could not be confirmed as the knife could be reversed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. Although no conclusion could be reach on the cause of the reported event "knife reverse", the instructions for use do contain the following caution: push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Device history review- a manufacturing record evaluation was performed for the device lot e24110018, and batch number e240000479/e240000482 no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/26/25. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device cec60a with lot number e24110018; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy procedure, it was observed that the knife moved to the distal end after firing but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There was no patient consequence nor surgical delay reported. No additional information provided.